Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j ayub med coll abbottabad. 2011; 23(2). [(B)(4).pdf].

Event description:
It was reported via journal article title: closure of elective abdominal incisions with monofilament, non-absorbable suture material versus polyfilament absorbable suture material. Authors: altaf ahmed talpur, mohammad sharif awan, abdul rasheed surhio. Citation: j ayub med coll abbottabad. 2011; 23(2). This prospective, comparative, randomized study was conducted at public and private sector hospitals of nawabshah and hyderabad from 1st jan 2005 to 31st october 2009. The objectives of this study were to assess optimal suture material used for closure of elective abdominal incisions and to see complications associated with these suture materials. A total of 274 patients (117 male and 157 female; age range: 13 to 76 years old) were analyzed for closure of elective abdominal incisions, with 138 patients in group a and 136 patients in group-b. During the surgical procedure in group a, the patient¿s abdominal incision was closed with prolene 1-0 non-absorbable polypropylene sutures. In group b, the abdominal wall was closed with vicryl 1-0 sutures. In group a, reported complications included superficial wound infections (n-8), discharging sinus (n-5), burst abdomen (n-3), and incisional hernia (n-6). In group b, reported complications included superficial wound infections (n-9), discharging sinus (n-1), burst abdomen (n-2), and incisional hernia (n-1). It was concluded that vicryl is an optimal suture material for closure of elective abdominal incisions. Complications are more common with prolene. Properties of suture handling and knot security are also superior with vicryl.